Event description:
It was reported that the physician was unable to interrogate the device. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication was confirmed in the laboratory and was caused by a depleted battery. Testing indicated that the device was drawing high current. Both the high voltage and low voltage circuitry on the hybrid were damaged. It is believed that the hybrid was damaged during a high voltage event. Due to the extent of the damage, the root cause could not be determined.